Event description:
It was reported that the device had lifted keypad. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of plunger head damage/stuck was not confirmed. ¿ on 25-apr-2025, pca device was received unboxed and with paperwork. ¿ the stated issue of plunger head damaged/stuck was not confirmed. The plunger head is operating as expected. ¿ device to be returned to san diego repair center for normal processing. ¿ no faults found, plunger head is operating as expected. Recommend bd san diego repair center to replace the front case due to the lifted keypad. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of plunger head damage/stuck was not confirmed. On 25-apr-2025, pca device was received unboxed and with paperwork. The stated issue of plunger head damaged/stuck was not confirmed. The plunger head is operating as expected. Device to be returned to (B)(6) repair center for normal processing. No faults found, plunger head is operating as expected. Recommend bd san diego repair center to replace the front case due to the lifted keypad. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had lifted keypad. There was no patient involvement.